Event description:
Late 60¿s female with history of atrial fibrillation. Procedure: ablation af. Maxguard 10cc drop administration tubing leading at the leuer lock hub. The tubing is sterile and connected to a side port of a sheath that extends into the left atrium of the heart. This could potentially introduce air into the body. Tubing removed without difficulty and a new set used. No known harm to patient. Manufacturer response for set, administration, intravascular, maxguard (per site reporter) will obtain.